Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Healthcare professional later reported rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on radius side assessed as fold flow opening and missing piece of shell assessed as inconclusive. Additional observations: observed creases on the device. Observed stress marks on the device. Observed 40 mm dark patch edge material inside gel device. Observed wear abrasion on the device. No further actions are required as the device was implanted.